Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation of the returned device found that it was loose. Visual examination found that there were no signs of damage or improper usage. The overall appearance had signs of multiple uses. A review of the device history record indicates that there were no non conformances relevant to the current complaint condition. The issue related to the sasi being loose has been escalated to a CAPA. The assignable root cause could not be determined.

Event description:
It was reported that the robotic assisted saw interface device was not working. During an in-house engineering evaluation, it was determined that the device was found to be loose. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.